Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d6a, g3, g6, h2, h6, h11 h6: proposed code: mechanical (g04) - head once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an intial tsa procedure approximately 1 year ago and has since experienced a subscapularis rupture after multiple falls. The patient is planning on having a revision procedure at an unknown date, after manufacture of a custom component.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery using a custom implant on an unknown date due to an unknown reason. Attempt has been made to obtain additional information. No additional information has been received to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event is not confirmed. Review of the reported event by a health care professional found: traumatic events, such as falling onto an implanted shoulder can lead to implant loosening, bone and/or implant fracture(s), dislocation, disassociation and/or migration of the prosthesis. The treatment is based on the impact to the prosthesis type and stability, rotator cuff status, and available bone stock. Symptoms can include pain, swelling, inability to move shoulder, grinding sensation, deformity, and loss of normal use of the arm if nerve injury occurs. The upper extremities are not used for mobility; therefore, the device would not cause or contribute to the traumatic fall that led to the reported event. As the complaint indicates, the patient sustained an external trauma 'fall' that caused the complication with no allegations against the device prior to the event. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This is a limited investigation, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.